Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to rupture of the aortic vessel and reoperation.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, the physician anastomosed a non-gore manufactured vascular graft with the ascending aorta and prepared for bypasses to brachiocephalic-, left common carotid- and left subclavian arteries (complete debranching procedure) to maintain blood flow to those arteries. Two endoprostheses were successfully deployed from the ascending aorta to descending thoracic aorta. When touch-up ballooning was performed to the proximal endoprosthesis (tgu373715j/17902555), the ascending aorta was ruptured around the anastomosis site of the vascular graft. The physician elected to perform the ascending thoracic aortic replacement. The patient tolerated the procedure without further problems.

Manufacturer narrative:
Updated the event description.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, the physician anastomosed a non-gore manufactured vascular graft with the ascending aorta and prepared for bypasses to brachiocephalic, left common carotid- and left subclavian arteries (complete debranching procedure) to maintain blood flow to those arteries. Two endoprostheses were successfully deployed from the ascending aorta to descending thoracic aorta. When touch-up ballooning was performed to the proximal endoprosthesis (tgu373715j/17902555), the ascending aorta was ruptured around the anastomosis site of the vascular graft. The physician elected to perform the ascending aortic replacement procedure whereby the distal end of a surgical graft was anastomosed with the proximal endoprosthesis. The patient tolerated the procedure without further problems.